Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was a 12-15 mm extractor balloon and was not used past its expiry date. Reported event of tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on an unknown date. According to the complainant, during the procedure, the tip broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.